Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not detected on the bus. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were multiple pocket failures in the half-height drawer. A field service engineer removed all pockets to check for debris underneath, reseated all row board connections on the row boards, and replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.